Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial undersensing. Concomitant medical products: 5086mri58 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited low battery voltage and premature battery depletion. It was also reported the right atrial (ra) lead exhibited under-sensing which caused the ipg to mode-switch. It was further reported the ra lead exhibited diminished p waves, ffrw over-sensing, non-sensing and high thresholds. Reprogramming occurred. Intervention is planned. No patient complications have been reported as a result of this event.